Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump had alarms occurring, but it was not making any sounds. During troubleshooting, the insulin pump passed the self test. Blood glucose level at the time of the incident was 206 mg/dl. The customer also reported that the device was not recording boluses properly. Customer stated that she bolused at noon that day, and it was not reflected in the history. Blood glucose level near the time of the call was 176 mg/dl. The customer stated that she had a lot of pain and was vomiting. During troubleshooting, a bolus was delivered that was reflected in the history. The insulin pump was not replaced or returned for analysis.